Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens using the crystalsert lens injector system the surgeon was unable to position the iol into the capsular bag and the lens caught on the posterior capsule. Intervention was performed to enlarge the incision and replace the iol with a different lens model. There was no injury to the patient. Reference MDR #2031924-2010-00070.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B) (4).